Event description:
Complainant left a review on (B)(6) concerning potential false negative result of on/go covid-19 antigen self-test. The comment was "oh you got intrivo? My buddy had the delta variant and took four of them, only one came back positive. The ones from (B)(6) are good but it has to be 63° in your apartment and the air should be absolutely still otherwise it's only 40% accurate with omicron." No adverse patient effects were reported.

Manufacturer narrative:
Possible root causes of suspected false negative results discovered through (B)(6)review are following. 1. Complainant might misinterpret test results. 2. Complainant might not follow the instructions for use (IFU) a. Inadequate sample collection. B. Interpreting results before 10 minutes. C. Not performing test immediately after opening the test device in the pouch. D. Potential contact with foreign substances and household cleaning products during sample collection and testing. E. Operating test outside of storage conditions. F. Excessive buffer application to sample well of test device. 3. Complainant might not use the test in accordance with its intended use. A. Testing outside of first 7 days of symptom onset b. Taking high doses of biotin (> 10 mg per day) 4. 13% of false negative results are expected based on performance characteristics claimed for this test (87% ppa). 5. Tests might be exposed to extreme environmental conditions during storage. We are awaiting more information from the complainant to rule out above potential root causes to identify the true root cause of this allegation. We haven't heard back from the complainant for a month. We will reconnect with him to investigate facts and circumstances.